Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had multiple procedures; the 1st intervention was on (B)(6) 1995, cystocele treated by anterior colposuspension under laparoscopic surgery. Introduction of the verres needle in the periumbilical area, safety manoeuvre, creation of the pneumoperitoneum, introduction of the first trocar in open coelio n°10 for the laparoscope, normal abdominal inspection, a few adhesion flanges in the left adnexa. Incision of the anterior parietal peritoneum between the two umbilical arteries giving access to the retzius. Liberation of the anterior surface of the bladder, of two cooper, on the right and on the left. Dissection of the lateral cul-de-sacs on the right and left. Placement of a different maker no. 0 reverse ski needle thread threading the cooper's tendon and the right cul de sac, identical maneuver for the left side, ligation with a different fabricator instrument. The cul-de-sacs are brought to approximately 1 cm from the inferior edge of the cooper's tendon on each side. The control of the cystocele reduction seems satisfactory. Closure of the anterior parietal peritoneum by an overjet of p.d.s n°0 knotted extracorporeally. Abdominal inspection. At the end of the operation, verification of the trocars, exsufflation, closure of the orifice of the 10 mm trocar by a stitch of a suture of a different company n°0. Separate stitches on the skin. There were numerous vaginal and urinary infections noted. There was a 2nd surgery on (B)(6) 2012, transobturator tape procedure plus promontofixation plexy placment of the optic in left para umbilical. Realization of the pneumoperitoneum under visual control. Exploration reveals a slightly enlarged uterus with a posterior fibroid. Placement of the various operating trocars. Opening of the pre-vesical peritoneum. Vesico uterine and then vesico vaginal detachment. During the vesico-vaginal dissection, the caesarean scar was a problem. A small punctiform perforation of the bladder is made, sutured with a thread from a different organization. Opening of the douglas peritoneum. Recto vaginal detachment pushed far up to the level of the levators which are repeated on each side. Placement of a posterior strip fixed to the levators, a vaginal stitch and two stitches on the utero sacral, an anterior strip fixed by 3 stitches at the vaginal level. Fenestration of the broad ligament. Passage of the anterior strip on the right side of the uterine cervix. Approach of the promontory. Location of the anterior common vertebral ligament. Pexy of the strips to the promontory via suture of a different company n°1 point. Peritonization with 3 company branded suture bursae. Verification of the hemostasis. Aspiration of the pneumoperitoneum after checking the entry points. Absorbable closure on the skin. It was concluded two inter recto inter vesico vaginal prostheses. Sub-urethral infiltration. Longitudinal incision of 1 cm. Lateral bladder detachment with the scissors allowing to find the obturator region on each side. Passage of a needle through the obturator membrane and externalized through the inguinal fold. Passage of two wires at this level. Positioning of a sub urethral strip without tension. Vaginal closure with a suture from a different producer. Cutaneous closure with absorbable thread. In (B)(6) 2013, there was a bladder wound during the intervention, pain in the lower abdomen, urinary infection with important germs, recurrence of prolapse, pain in the back and pelvis and the patient was very tired. The last procedure was a new promontofixation on (B)(6) 2014, plate for cure of prolapse by high approach. The patient was always painful with recurrent urinary and vaginal infections, in repetitions with a lot of pus and vaginal discharge, fatigue, depression, no taste for anything and sensitive inti mate relations.